Event description:
The following information was reported: during testing of the balloon, a leak was noticed. A second mx6721 was used successfully. The patient was not hospitalized. Stick location: mid head. Vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1405604) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.